Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a fever and shortness of breath. Blood cultures were positive for staph epidermidis. The patient was treated with medication. Once their blood cultures cleared, they received a peripherally inserted central catheter (PICC)line. The patient was is charged with outpatient intravenous antibiotics. The ventricular assist device (vad) remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt weak and fatigued and had a high white blood cell count. A two-dimensional echocardiogram showed an abnormal tricuspid valve, and they could not rule out vegetation. A computerized tomography (CT) of the abdomen and pelvis without contrast revealed no abscess along the vad or driveline; no localizing inflammatory process; stable tiny, likely benign left lung nodules. The patient was discharged home approximately nine days after admission.